Manufacturer narrative:
As received, a complete lead was returned in two pieces measuring 20.5 cm and 32.2 cm. An external insulation abrasion was found at 0.6 to 1.0 cm from the distal tip, breaching the helix housing sleeve and exposing the ring electrode coupling and the helix housing. The cause of the reported events are isolated to the external insulation abrasion which is consistent with friction to another device or feature of the patient anatomy. All other damages found are consistent with procedural damage.

Event description:
Additional information - the the right atrial and right ventricular leads were explanted and replaced due to the noise and lead damage. During the extraction, externalized conductors were noted on the right ventricular lead. The patient was in stable condition throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13465. It was reported that the patient presented remotely. Review of the transmissions revealed an episode of non-sustained right ventricular oversensing (nsrvo), as well as lead noise seen on the atrial lead. It was determined that the noise on the atrial lead was oversensed by the right ventricular lead, which caused the nsrvo. It was discovered that both leads were compromised with a potential insulation breach. Lead replacement was discussed but did not occur. The patient was in stable condition.